Manufacturer narrative:
The device was not returned and so could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint # (B)(4).

Event description:
According to the customer a kink was found between reservoir outlet to centrifugal inlet.the customer used the product after removing the kinked portion and adding a connector. There was no patient affected in this case.